Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a button lock inserter broke outside of a surgical setting. There was no patient involvement.

Manufacturer narrative:
The returned inserter was evaluated. The tip was found to have fractured off; the complaint is confirmed. Additionally, it was found that the underside of the alignment block weld is cracked along its perimeter. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.